Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the haptics of lens was broken after implanting the lens into the eye. The lens was explanted and replaced with another lens during initial procedure. There was no further impact to the patient. Additional information has been requested however no further information available.